Manufacturer narrative:
All buttons functioning properly during testing. No damage on keypad assembly noted during testing. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage (loaded vlith) was within specification range. Device received with normal operating currents. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. Customer had a couple of bolus not delivered. Customer stated insulin pump turned off without getting a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.